Event description:
It was reported the patient's device was in a power on reset condition (por). On (B)(6) 2012, the patient reported a por on their device. She stated she cleared the por with the patient programmer. It was also reported the patient experienced uncomfortable stimulation and blurry vision when the stimulation was turned on. The reporter stated there is no known accident or incident related to this complaint. On (B)(6) 2012, it was reported a por randomly appeared. It was unclear if the caller was referring to the same por condition from the previous call. It was stated the patient "was pressing buttons and got the por to go away and when it turned on again it was on for about 3-5 seconds" and the patient felt uncomfortable stimulation "that went around his body and focused in his head." The patient turned the stimulation off. The device was interrogated. Impedances measurements were normal. The clock and date on the device needed to be reset. After the interrogation, the device was turned back on at a lower setting, and the patient was also given oral medication. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
The patient's health care professional stated "something" turned the device off, and when the device was turned back on there was too much current. The hcp reported the patient had "strange sensations, electrical sensations, and dizziness." The device was reprogrammed on (B)(4) /2012 with lower settings for the current, and a second program was also made available for the patient. After the reprogramming the patient was able to tolerate the settings with improvement in symptom control. There was no patient injury and per the hcp the incident resolved.

Manufacturer narrative:
Concomitant medical products: lead model 3387s-40 lot # v398876; lead model 3387s-40 lot # v311435; extension 37085-60 serial # (B)(4); extension 37085-60 serial # (B)(4); programmer model 37642 serial # (B)(4).